Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a catheter leak and blood was detected in the gas line. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
The product was returned in two separate pieces with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and one leak was detected on the membrane approximately 20.32cm from the rear seal measuring 1.27cm in length. The reported alarms was most likely triggered by a leak which was found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a catheter leak and blood was detected in the gas line. The catheter was removed. There was no reported patient injury.